Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose was 606 mg/dl. The customer's current blood glucose was 178 mg/dl. The customer experienced symptoms such as chest pains. The customer was treated with an insulin injections. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was done for high blood glucose and under delivery. Based on customer report, customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.